Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at around 10:50 on (B)(6) 2024, the patient was working from home when a continuous noise was heard from the system controller and all the lights were off, so the system controller was replaced. When the facility's engineer checked the history of the controller, a communication fault was recorded. The patient did not confirm that the pump operation light was on (the pump operation light was originally dark). In the system controller alarm history, low voltage hazard and driveline disconnected (due to the controller replacement) were displayed. There was no history of communication failure. On history on the system monitor, at 10:49 power cable disconnect, power cable disconnect alarm, and low voltage alarms were seen. At 10:50, there were pump off, driveline disconnect, and low flow which were associated with the controller replacement. After the controller exchange, the backup system controller did not seem to be occurring any alarms. The facility had collected all the batteries and battery clips from the patients just to be safe. The log file captured at 10:49:02, left ventricular assist device (lvad) internal faults and comm a/b faults. This may have occurred due to an electrostatic discharge (esd) reset or a modular cable issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller reset, and a communication fault alarm can be confirmed. The returned system controller (serial number (B)(6) was connected to our test equipment upon arrival and the test pump initiated operation; however, the system controller screen displayed ¿call hospital contact/comm fault¿ and the yellow wrench alarm activated. The system monitor displayed only the pump power (3.5w) and there was a communication fault message. Visual observation confirmed that the pump running leds were active; however, they were dim. The system controller was disassembled, and visual inspection of the internal components revealed a damaged capacitor. The capacitor is part of the motor circuit (power and communication). As a result of the damaged component the system controller was not able to communicate with the test pump during analysis; however, it was still able to operate the pump. Log files were successfully retrieved during analysis. The event log file retrieved from the returned system controller (B)(6) contained data recorded from (B)(6) 2024 where normal operation was recorded until (B)(6) 2024 when at 10:49:02 there was a controller reset captured. The data captured at 10:49:12 revealed that a loss of lvad comm alarm became active and a driveline disconnect was captured at 10:50:03. The periodic log file contained events captured from 21oct2024 to 22nov2024 09:08:02. The recorded data did not add any new information regarding the reported event. The specific root cause for the damaged capacitor on the printed circuit board assembly (pcba) was not able to be determined during the investigation. Heartmate 3 patient handbook (japan) rev c under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (japan) rev a under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. System controller hardware fault is also addressed in this section (alarms and troubleshooting/hazard alarms): no active symbols (constant audio tone). 1. Immediately switch to the backup system controller. 2. Provide patient with a new system controller. A backup system controller is identical to the running system controller. It should remain with the patient at all times for easy access in an emergency. Section 2 ¿system operations/replacing the current system controller covers all required steps to exchange system controller. The section also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 patient handbook (japan) rev c cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the cause of the alarms was unknown, possible electrostatic discharge (esd). The alarms had resolved by the system controller.